Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y gastric bypass procedure, the device did not fire and the stapler cartridge and two small pieces of yellow plastic were found inside the abdomen. Pieces have been retrieved. The handle was used successfully for subsequent firings with a new reload. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A small yellow particle was received. The particle was sent for testing with the result of abs¿s, which matches the shipping wedge material. The particle was determined to be acceptable by company and manufacturing standards. Functionally the device was loaded with a pmv test instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during roux-en-y gastric bypass procedure, the device did not fire and the stapler cartridge and two small pieces of yellow plastic were found inside the abdomen. Pieces have been retrieved. The handle was used successfully for subsequent firings with a new reload. No patient injury has been noted. Patient status: fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.